Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead apparently fractured. The lead was explanted and replaced on the opposite side of the patient's body. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead apparently fractured. The lead was explanted and replaced on the opposite side of the patient's body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.